Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Investigation section: previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore, no DHR (device history record) review for this individual asr component will be carried out at this point in time. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The investigation to determine root cause was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Root cause category: cause not established.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Removal of the asr implant. It was necessary following the recall of the product. The patients with this kind if implant are subjected to clinical and instrumental surveillance as per international protocol. Into the patients that show increase of metallise ions in blood and/or pseudotumoral periarticular masses related to a tissue reaction with metallic debris due to excessive wear of the implant components, with associated pain, it's indicated to remove the covering prothesis and re-implant an implant with traditional stem.